Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized in (B)(6) 2015 due to diabetic ketoacidosis. Customer was hospitalized for one night and was treated with insulin and saline drip. Reportedly, blood glucose level has been stabilized.